Event description:
It was reported, "a 5 fr PICC catheter was inserted, but when the guidewire was inserted, it didn't progress. When I tried to remove it to start the procedure again, it got tangled up "inside the patient's arm". In an attempt not to force the material, I used the technique of pulling the guidewire slightly, turning it from side to side. After a few minutes, with some difficulty, I managed to pull it out, but only part of it came out, broken and "frayed", the tip of the wire remained inserted in the patient, but it was possible to remove it by gently pulling the exposed part. It was not possible to separate the guide wire because it contained biological material. There was no damage, except that the patient remained without the catheter. The catheter wasn't even inserted." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire is confirmed; however, the exact cause is unknown. Two photographs of a guidewire was returned for evaluation. An initial visual observation of the photographs showed a fractured guidewire with two distinct pieces. The longer complimentary fractured section appears to be an exposed core wire. While a fracture of the guidewire is observed in the photographs no details of the fracture can be discerned. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "a 5 fr PICC catheter was inserted, but when the guidewire was inserted, it didn't progress. When I tried to remove it to start the procedure again, it got tangled up "inside the patient's arm". In an attempt not to force the material, I used the technique of pulling the guidewire slightly, turning it from side to side. After a few minutes, with some difficulty, I managed to pull it out, but only part of it came out, broken and "frayed", the tip of the wire remained inserted in the patient, but it was possible to remove it by gently pulling the exposed part. It was not possible to separate the guide wire because it contained biological material. There was no damage, except that the patient remained without the catheter. The catheter wasn't even inserted." No other information was provided. Additional info received 12 march 2024 : there was no damage, except that the patient remained without the catheter. The catheter wasn't even inserted. The problem was with the guide wire. As there was some resistance, the nurse tried to reposition/remove the guide wire and in doing so, the guide wire ended up "unraveling/broken" and part of it remained in the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire is confirmed; however, the exact cause is unknown. Two photographs of a guidewire was returned for evaluation. An initial visual observation of the photographs showed a fractured guidewire with two distinct pieces. The longer complimentary fractured section appears to be an exposed core wire. While a fracture of the guidewire is observed in the photographs no details of the fracture can be discerned. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "a 5 fr PICC catheter was inserted, but when the guidewire was inserted, it didn't progress. When I tried to remove it to start the procedure again, it got tangled up "inside the patient's arm". In an attempt not to force the material, I used the technique of pulling the guidewire slightly, turning it from side to side. After a few minutes, with some difficulty, I managed to pull it out, but only part of it came out, broken and "frayed", the tip of the wire remained inserted in the patient, but it was possible to remove it by gently pulling the exposed part. It was not possible to separate the guide wire because it contained biological material. There was no damage, except that the patient remained without the catheter. The catheter wasn't even inserted." No other information was provided. Additional info received 12 march 2024 : there was no damage, except that the patient remained without the catheter. The catheter wasn't even inserted. The problem was with the guide wire. As there was some resistance, the nurse tried to reposition/remove the guide wire and in doing so, the guide wire ended up "unraveling/broken" and part of it remained in the patient.